Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were five similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a positive test result on(B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22693f, reader sn (B)(4)) followed by a negative test result on the cue covid-19 test for home and over the counter (otc) use. Customer followed up with an health antigen rapid test on the same date and received a negative result. Customer did not have any symptoms, no known exposure, is vaccinated, and stored their cartridges in the appropriate temperature range.